Event description:
Healthcare professional reported when repositioning the access port the surgeon observed a leak observed a leak between connection catheter and access port. A disinsertion catheter-access has been observed. Investigation in progress.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number. Based upon the approximate implant date provided by the reporter and the surgeon noted the port connector as a strain relief, the connector type is assumed to be a strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, the event date, full implant date, diagnostic testing, patient's full date of birth or further event details. Device labeling addresses the possible outcome of leakage a follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".